Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported through a general comment referring to mitraclip delivery system (cds) that during previous cases, when the clip squeaks upon closing the clip (arm positioner), the clip stays locked without opening. However, when the clip does not squeak upon closing the clip (arm positioner), it opens while establishing final arm angle (efaa) or the clip opens while locked (cowl).